Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented to the hospital for a follow-up. Inappropriate auto mode switch episodes were observed due to myopotential oversensing. No patient symptoms were reported, and the patient will continue to be monitored.